Manufacturer narrative:
The user facility submitted medwatch mw5109224 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump stopped during infusion of a cardiac medication. The pump could not be turned on, and was replaced with a new machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.